Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had a scs system for off-label use. Device 2 of 2. Reference MFR report #: 1627487-2016-02694. It was reported the patient had an infection at the occipital lead site and was being monitored. Follow-up revealed the infection was clearing.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-02694. Follow-up revealed the infection had resolved over time.